Event description:
It was reported that the insulin pump delivered a bolus on its own, causing the customer to experience hypoglycemia. Troubleshooting was performed, and found a daily total of more than 100 units for (B)(6). The insulin pump passed the displacement, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.